Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set cannula bent event on 7-apr-2025. The blood glucose level was high and the patient was treated with correction bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.